Event description:
The manufacturer received information alleging a ventilator's screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd was replaced to address the issue.